Manufacturer narrative:
The customer reported that the cns (central nurse's station) got a blue screen and will not boot into windows. They tried restarting the system with no success. The cns (central nurse's station) was returned for a hard drive replacement, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) got a blue screen and will not boot into windows. They tried restarting the system with no success.